Manufacturer narrative:
As all three device are in specification, root cause cannot be linked to one of our products. From the information reported our assumption is that the incident may due to the pin placement. Proper alignment between the dual- pin-rocker arm and the single pin torque screw should be equidistant from the center line of the head. Manufacture date and product data of all three devices: device 1: model: 1001.001/ sn: (B)(4)/ manufacture date: 22nd dec 2015. Device 2: model: 1001.001/ sn: (B)(4)/ manufacture date: 30th jul 2015. Device 3: model: 1001.001/ sn: (B)(4)/ manufacture date: 02nd jun 2015.

Event description:
Customer service was contacted on (B)(6) 2016. Customer states the patient was positioned in the doro headrest. Patient filliped from prone position to supine. Doro headrest spontaneously lost pressure and pin slipped causing a 3-4cm laceration. Customer could not identify which of the three (3) qr3 aluminum skull clamps was used in this procedure and involved in this incident. Therefore, all three skull clamps were sent in for evaluation.